Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient reported that her cgm readings were ¿jumpy¿ and moved from 83 mg/dl to 63 mg/dl to 43 mg/dl. No bg meter comparison value was taken. The patient also stated that her cgm values had been ¿off by about 40 points most of the time over the past week¿. The patient was also concerned as she stated the inaccuracies began when she started using the omnipod insulin pump in a closed loop mode. The patient self-treated with a soda and a ¿sugar pill¿ (glucose tablet). She then called 911. While waiting on the phone with the operator, the patient had a seizure and passed out. Emergency medical services (ems) transported the patient to the emergency room (ER). The patient was not aware of what medication she was given by ems but her bg meter reading at the ER was up to 80 mg/dl. No cgm comparison value was reported. The patient reported being passed out for 5 hours before regaining consciousness. When the patient woke up, she recalled being given insulin injections as treatment. The patient was discharged 4 days later on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. It was clarified on 12/05/2025 that this is a duplicate and the issue was already documented under (B)(4). Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.